Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: device history lot part # 03.130.010, synthes lot # h410230, supplier lot # na, release to warehouse date: 29 nov 2017, manufactured by synthes monument, no ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary background: it was reported that on (B)(6) 2020, patient underwent hand surgery, during the procedure the stardrive screwdriver shaft/t4 self-retaining/hexagonal was not holding the screws. Screws were falling off and a screw head was stripping and had to use different screws. There is a surgical delay of ten (10) minutes. Procedure was successfully completed. There is no patient consequence reported. This complaint involves three (3) devices. H3, h6: investigation flow: damage. Visual inspection: the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (p/n 03.130.010 lot h410230) was received showing a portion of the distal cutting profile tip twisted. No other issues were identified with the returned components of the device. The device failure/defect of twisted distal cutting profile tip was identified during the investigation. Dimensional inspection: dimensional inspection of the distal cutting profile tip could not be conducted due to post manufacturing deformation of the tip. Document/specification review: the following drawing, reflecting the manufactured and current revision, were reviewed. - stardrive scrwedriver shaft t4, self retaining hex coupling, 03_130_010 rev d(manufactured) & rev e(current). Conclusion: the complaint condition is confirmed for the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (p/n 03.130.010 lot h410230) as a portion of the distal cutting profile tip was observed to be twisted. The twisted condition of the distal tip could have resulted in the complaint condition of will not hold. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted tip. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent hand surgery. During the procedure the stardrive screwdriver shaft self-retaining/hexagonal was not holding the screws. Screws were falling off and a screw head was stripping. The surgeon had to use different screws. There was a surgical delay of 10 minutes. Procedure was successfully completed. There is no patient consequence reported. This report is for 1 stardrive scrwdrvr shft 50mm/self-retaining/hxc. This is report 2 of 2 for (B)(4).